Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple untreated episodes with oversensing of noise and low amplitude morphology measurements. The patient was hospitalized and x-rays taken showed the system was positioned slightly higher than at implant, but the patient was suspected to be inhaling at the time the x-ray was taken. The s-ICD remains in service and no additional adverse patient effects were reported.